Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window. The insulin pump was received with partially broken reservoir tube lip and missing reservoir tube lip o-ring. The reservoir was installed and did not lock properly in place due to broken reservoir tube lip. The bolus wizard functioned properly per bolus wizard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o-ring was loose and the reservoir may be cracked. Blood glucose level at the time of the incident was 56 mg/dl, which was treated with food. The customer reported a recent incident in which the infusion set came loose without her knowledge. Blood glucose level at the time of this incident was over 600 mg/dl. The customer reported that she became very sick and was vomiting due to this issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.